Event description:
It was reported that following a trial procedure, the patient was experiencing severe pain and discomfort. No device malfunction was suspected. The trial was aborted and the patient had fully recovered. The trial leads will not be returned as they were disposed.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc231650e0, model: sc-2316-50e, serial:(B)(4), batch: 7099750.